Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mohamed mahmoud mm, ibrahim b, amr aa, bayoumy ma. Anterolateral bone window for revision broken cemented stem of unipolar hemiarthroplasty. Adv orthop. 2021 feb 23;2021:6620395. Doi: 10.1155/2021/6620395. Pmid: 33680516; pmcid: pmc7925039. Objective and methods: authors provide case studies for a newly proposed treatment to address femoral hip prosthesis implant fracture. Eight revision hip patients were included, presenting with severe hip pain together with the inability to weight bear fully on the affected limb, due to fractured stem of their cemented depuy thompson unipolar monobloc endoprosthesis. The authors evaluate the effect of the creation of an anterolateral bone window for extraction of the cemented femoral stem of hemiarthroplasty in revision total hip replacement. Cement manufacturer was not provided. Results: the authors conclude that the anterolateral femoral bone window is a reproducible technique due to the characteristics of simplicity, short-time procedure, less invasive, not requiring extra instruments, and can be successful for most patients.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.